Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the backup speaker which was causing the error code. Added a battery as unit was missing one. Replaced the right and left iui's due to corrosion. A review of the device history record for sn (B)(4) was performed from date of manufacture 04/29/2015 to present date 11/18/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device had system error code 133.6080. It was reported there was no patient involvement.